Event description:
Event description boston scientific crm received information that the patient with this pacemaker experienced a pulling sensation in their chest area during arm movements and was concerned that their leads may have pulled out. The patient also requested general information regarding effects of electromagnetic interference (emi).